Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The reported complaint was confirmed. During visual evaluation, a minor burn mark and peeling were observed on the surface of the teflon jaws of the grasping section.

Event description:
It was reported that during an unspecified procedure, the device was stuck and would not work properly. There was no report of patient injury. No additional information was provided.